Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 182mg/dl. The customer will continue to use pump for insulin therapy. A replacement pump was offered to the customer to resolve the issue, however, the customer declined.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.